Event description:
The customer reported the system is taking up to 15 minutes to boot up, or will not boot up at all. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer. System operates as intended. This MDR is related to ge healthcare.